Manufacturer narrative:
Reassessed as not reportable. Upon review of reported event , it has been determined that reported device failure (malfunction) has not caused or contributed to serious injuries and death . Initial report was submitted in error so please void it.

Manufacturer narrative:
A preliminary review showed there were no manufacturing rejects or anomalies of this event type recorded in the device history record. Conclusion not yet available as although the product has been received, the investigation is on-going and not yet completed.

Event description:
During an afib cryo procedure on (B)(6) 2018 it was reported that there were issues with two destino reach 12f steerable guiding sheaths. The physician mentioned that the first reach steering mechanism went out after accessing the third vein. The sheath stopped deflecting when the handle was twisted. The second reach, same lot number, snapped after it was inserted. This second reach had been tested outside the patient prior to procedure and it had worked with no issue observed. A third reach steerable guiding sheath was available and worked without incident. The procedure was completed and no cause for concern or injury to the patient was reported. Additional information was requested but has not been received. The products in question have been returned and are in process of evaluation.